Event description:
Olympus medical systems corp. (Omsc) received a literature titled "a case of intraoperative intra-abdominal dislodgement of a stent during endoscopic ultrasonography-guided hepatogastric anastomosis in which additional transnasal stent placement proved beneficial". Stent displacement during endoscopic ultrasound-guided hepatogastric anastomosis (eus-hgs) is a complication that can lead to fatal peritonitis. We report a case in which we successfully managed intra-abdominal stent displacement that occurred during eus-hgs. The patient was a 79-year-old man. In january of year x, he was diagnosed with gallbladder cancer with infiltration of the hilar bile duct and was undergoing chemotherapy following placement of a plastic stent (ps) in the right intrahepatic bile duct. He was admitted to our department in october with febrile neutropenia and received antibiotic therapy; however, his fever persisted. Although the ps in the right intrahepatic bile duct was replaced, there was little improvement. Therefore, on the 34th hospital day, eus-hgs was performed on suspicion of left intrahepatic cholangitis. CT revealed marked atrophy of the left hepatic parenchyma and moderate ascites due to carcinomatous peritonitis; however, no ascites was observed in the puncture pathway. The dilated b3 was punctured with an 18g fna needle, and purulent bile was aspirated. A guidewire (gw) was advanced beyond the hilar bile duct stricture and placed in the duodenum. After dilating the puncture site with a 7fr drill dilator, a partially covered self-expandable metal stent (pc-sems) was placed with its tip positioned at the b2/3 junction; however, during inner catheter retraction, the stent deviated significantly toward the gastric side. Attempts to place an additional sems were difficult; therefore, a 5fr endoscopic nasobiliary drainage (enbd) tube was placed with its tip in the left hepatic duct. However, a large amount of ascites was aspirated, and contrast imaging revealed that the uncovered portion of the sems was exposed into the abdominal cavity, leading to the decision that additional sems placement was necessary. A tjf-q290v was inserted, and after cauterizing the covered portion of the sems with apc, an attempt was made to insert it into the intrahepatic bile duct using a contrast catheter and gw; however, the hepatic end of the sems deviated completely into the abdominal cavity. Therefore, the gw was advanced sufficiently into the duodenum through the previously placed enbd tube to first secure the hgs pathway. Subsequently, a gw was placed trans-papillary into the left intrahepatic bile duct, and a 6fr enbd tube was placed within the left intrahepatic bile duct. Afterward, leaving the gw in place, the previously placed 5fr enbd tube was removed, and a pc-sems was inserted transnasally, successfully achieving additional placement with the tip positioned at the b2/3 junction. Contrast from the enbd tube did not show any contrast in the peritoneal cavity, and the tube was removed the following day. Candida albicans was isolated from bile cultures and ascites cultures performed the day after eus-hgs. Although the patient showed signs of improvement with antifungal therapy, he developed interstitial pneumonia on day 41 of hospitalization and died on day 46. This event includes 2 reports. This report is 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the author and based on the approved final investigation. Updated fields: b5, d8, h2, h6, h11. The device has not been returned to olympus for evaluation. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the author indicated that no olympus device malfunctioned, and no olympus device caused or contributed to the adverse events described in the literature.